Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had been experiencing a burning pain at the scs ipg implant site. Reportedly, the pain would radiate superiorly into the lumbar spine, and the pain would worsen with work-related activity. The patient was advised to turn the scs system therapy off to see if the pain would subside. Follow up identified the patient had the scs system off for a week, and the burning completely subsided. A company representative interrogated the patient's scs system and found the system had multiple electrode contacts with low impedance. Reprogramming of the patient's scs system was attempted but the issue persisted. Consequently, surgical intervention was taken and the patient's scs ipg was replaced with a new one. The patient reported receiving effective stimulation therapy postoperatively.